Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, 500 mcg concentration at 100 mcg dose via intrathecal drug delivery pump for unknown indication of use. It was reported the hcp called the rep today to say patient had a headache and legs were loose. He was going to keep the patient in hospital for another night. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Surgical intervention did not occur and it was unknown if the intervention was planned. At the time of this report, it was unknown if the issue had resolved and patient status was alive- no injury. The patient¿s medical history included spinal cord injury(sci). No further complications were reported. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the patient felt better with his head flat and improved. He was able to go the next day and the rep had not heard of any problem since his transfer back to hospital. Patient was kept wednesday and thursday night. The hcp thought the cause of headache and loose legs was a spinal headache. Patient had to pay flat and stay in hospital overnight. The headache/loose leg event had been resolved. No further complications were reported.